Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that on an unspecified date, the patient¿s blood glucose (bg) was at 312 mg/dl with extreme drowsiness, nausea and moderate level of ketones. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with recent adjustments to the basal rate by health care provider. Reportedly, there was an intermittent power issue with the pump since the day before the complaint. The patient noted that the battery compartment was cracked and the battery cap threads were stripped. It was reported that the patient was on various pain medications after surgery. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged intermittent power issue as a result of damaged battery compartment and cap.

Manufacturer narrative:
Follow-up #1: date of submission 05/08/2015 device evaluation: the meter and pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged damaged casing and power issue was duplicated in the evaluation. Review of black box data did not find any power on reset events. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. The battery compartment was found to have cracked above and below the grip pad. The threads on the returned battery cap were stripped and the cap was unable to secure properly onto the pump. The pump failed to power on using the returned cap. Using test caps, the pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. The pump casing was opened and no evidence of moisture intrusion or damages to the power circuit was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.